Event description:
Patient and husband report that one of patient's pump (serial number unknown) turned off randomly for an estimated 3-4 hours. It is unknown exactly when the pump turned off, but it was discovered on (B)(6) 2022. Patient experiencing some side effects of general "not feeling well". No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Nurse visiting pt today to assess. Md notified. Is the actual device available to be returned for investigation? Yes; did we [MFR] replace the device? No; at this time, nurse is going to look at pump. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.